Event description:
The customer reported that after pipetting an absag plate on summit the tech observed no conjugate was pipetted into well a10. No error was generated. No death or serious injury was associated with this incident.